Manufacturer narrative:
Taper ii. Lap-band adjustable gastric banding system (unk size). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and partial implant date provided by the reporter; the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No additional information has been reported to allergan regarding the serial number or the actual implant date.

Event description:
Healthcare professional reported a lap-band port "leak." The lap-band port was removed and replaced.